Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator, product ID: neu_label_acc, product type: accessory.

Event description:
Information was received from a company representative (rep) regarding a consumer being implanted with an implantable neurostimulator (ins). It was reported that a lead was attempted to be implanted, but was unsuccessful and scrapped. It was noted that the ID card had an incorrect serial number. The ins, programmer, and recharger were not used. No further complications were reported or anticipated.